Event description:
It was reported that a patient who underwent primary breast augmentation with a mentor smooth round moderate plus profile 350cc saline prosthesis experienced left sided deflation post procedure. As a result, replacement with saline implants was performed on (B)(6) 2024. The patient¿s condition is improved.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 24, 2024. The explant date was clarified with receipt of the device. Explant was performed on (B)(6) 2024. The investigation of the returned device was completed by the failure analysis lab on april 27, 2024. Device evaluation summary: the product was returned to the mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedures, and it revealed two (2) tears (a&b) on the anterior view, measuring approximately 0.5 cm and 0.2 cm, respectively. Additionally, a tear (c) was found on the posterior view, measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the ruptures (a, b, & c), and parallel striations were found in the whole area of the tears (a & b). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the tear (c) could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear (c), and the thickness was within manufacturing specifications. Based on the information currently available, the microscopic examination of the tears (a&b) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reached on the cause of the tear (c), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).